Event description:
The robotic arm interactive orthopedic system (rio) was unavailable for use because both monitors did not have a video signal. The case was cancelled and a mako surgical field engineer was able to successfully resolve the issue with the device at a later time.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event is being conducted at mako surgical. A supplemental report will be filed if add'l results are obtained.